Manufacturer narrative:
The customer reported 12-lead ECG v4 signal loss. There was no report of patient impact. This complaint remains under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported 12-lead ECG v4 signal loss.